Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The caution in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of three for the same event. Reports two and three are reported on MFR #: 0001032347-2017-00057 and 0001032347-2017-00058.

Event description:
It is reported that during a procedure, blades and drills could not be locked in the driver, so they came out of the iq driver. It was asked if the event occurred prior to being used in the patient. The answer, "it is unknown," was provided.

Manufacturer narrative:
The product identity was confirmed in the evaluation. Upon visual inspection, the driver has some wear and tear on them from use. The drivers were sent to the vendor for further evaluation and repair. The vendor found that the ¿go gage came off the driver easily." The most likely underlying cause of the complaint was determined to be wear on the collet. There are no indications of manufacturing defects. The non-conformance database was reviewed and no non-conformances were found. This is report one of four for the same event. Reports two, three, and four are reported on MFR #: 0001032347-2017-00057, 0001032347-2017-00058, and 0001032347-2017-00330..

Manufacturer narrative:
Based on the product return, the following were updated: device evaluated by MFR?, date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.